Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: articuleze m head 36mm +5 hip femoral head; pinnacle mtl ins neut36idx52od hip acetabular liner; unknown hip acetabular cup; summit por taper sz5 hi off hip femoral stem. Initial reporter occupation: non-healthcare professional ¿ attorney. (B)(4).

Event description:
Patient revised for pain, significant metal debris present. Update in addition to what was previously alleged, ppf alleges metal wear/metallosis and elevated metal ions. Doi: (B)(6) 2008 - dor: (B)(6) 2011 (right hip).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.